Event description:
On (B)(6) 2022, intuitive surgical, inc (isi) became aware of a ¿journal of robotic surgery¿ article titled, ¿neurovascular structure-adjacent frozen-section examination robotic-assisted radical prostatectomy: outcomes from 500 consecutive cases in the (B)(6)¿ (noël, j., spencer, n. H., et al., 2021). Within the journal article, operative complications involving a da vinci surgical procedure were noted: "two intraoperative complications included a temporary conversion to laparoscopy when robot malfunctioned due to battery failure and an anuric patient post-ralp needing bilateral nephrostomies on day 2. There was one mortality after 30 days from surgery from a caecal rupture." Isi has reached out to the author to obtain additional information, however, no additional information will be provided.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported battery failure cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was unable to be conducted at this time due to lack of instrument detail and lack of specific event/procedure detail. No image or video clip for the reported event was submitted for review. System or instrument log reviews could not be performed due to a lack of system, procedure, and instrument detail. This complaint is being reported due to the following conclusion: within the journal article titled, ¿neurovascular structure-adjacent frozen-section examination robotic-assisted radical prostatectomy: outcomes from 500 consecutive cases in the UK,¿ it is noted that a temporary conversion to laparoscopy occurred when the robot malfunctioned due to battery failure. The cause of the reported battery failure is unknown. Refer to medwatch report with patient identifier # (B)(6) for additional information regarding the mortality 30 days after surgery from a caecal rupture. Refer to medwatch report with patient identifier # (B)(6) for additional information regarding the anuric patient requiring additional medical intervention 30 days post-procedure. Blank MDR fields: follow-up was attempted, but the missing patient information in sections was either unknown, unavailable, not provided, or not applicable. The even date is unknown. The expiration date is not applicable. The product is not implantable.